Manufacturer narrative:
All of the buttons on the insulin pump functioned properly. No button/keypad anomaly noted during testing. No damage noted on keypad traces. The connector was locked. The device had minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
Customer reported, the up button on the insulin pump was not functioning correctly. Customer's blood glucose was 202 mg/dl. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.